Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely a-rubber (bending section cover) had leakage during user handling and water invaded the device. It caused abnormality in electronic components and noisy image occurred during angulation. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was no image displayed when reprocessing the evis lucera elite bronchovideoscope. It was reported that the reprocessing occurred prior to an unknown procedure, which had been completed with a similar device. There was no procedural delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
E1 (B)(6) hospital affiliated to (B)(6) medical. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was caused by a faulty charged coupled device (ccd). Additionally, the bending section cover had leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.